Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during evaluation. From the event history log, it was identified that the pump was not charged for 12 hours after battery low/battery depleted set occurred, which goes against the instructions given in the manual indicating a user error. The battery and battery harness were replaced to fix the reported condition. Additional investigation is being conducted through (B)(4). This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, it is unknown if there was any patient involvement, injury, or medical intervention related to the device. No additional information is available. The software version is currently unknown.